Event description:
It was reported that the power switch on the zimmer electric dermatome power supply was not powering on properly. Add'l clinical f/u with the hospital indicated that the power cord of the electric dermatome hand piece was not fitting snugly into the power source. The reported event was noted during a procedure. It was reported that there had been a slight delay in response when activating the device and the power source light was intermittent while the connector plug was adjusted. The device had been used to complete the planned procedure without harm, injury, or increased surgical time, as no alternate device was available.

Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device is 12 years old and was last returned to the MFR for repair on (B)(4) 2009. Investigation determined that the power switch on the power supply was not functioning. The power switch was replaced and the device met functional standards. The associated dermatome hand piece was not returned for eval, precluding analysis of the device for the reported event that "the power cord of the electric dermatome hand piece was not fitting snugly into the power source". Inspection of the power supply did not observe a malfunction of the receptacle wiring harness. The device was serviced and returned to the customer.